Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one resolute onyx drug eluting stent to treat a severely tortuous and severely calcified lesion with 95% stenosis located in the ostium of the circumflex artery. There was no damage noted to the device packaging. There were no issues noted when removing the device from the hoop. No difficulties were noted when removing the protective sheath. The device was not inspected. Negative prep was performed with no issues. The lesion was wired and pre-dilated. The inflation device remained on neutral pressure during delivery of the device. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device and excessive force was used during delivery. The device was not kinked and re-straightened during use. The device failed to cross the circumflex artery. It was reported that the stent then dislodged during removal. The stent was crushed against the vessel wall with a different balloon to the delivery system balloon. Patient status is alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.